Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. It was reported that a cholesteatoma had formed around the electrode array. This report is submitted february 15, 2017.

Event description:
It was reported that the electrode array was found to be outside the cochlea, and the patient underwent revision surgery (date not reported) to re-position electrode array.